Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
The patient also underwent aortic root enlargement during the procedure. The patient was transferred to the cardiac surgical intensive care unit in stable condition. Patient was discharged on post operative day seven to inpatient rehab. There was no device malfunction of the explanted valve. Patient was discharged on post-operative day seven in stable condition to continued rehab.

Manufacturer narrative:
The cause of the event cannot conclusively be determined; however, patient factors and progression of underlying valvular disease likely led to the event.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device was not retrieved as there was no allegation of product malfunction. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, it was reported the explant was not due to malfunction of the surgical valve. Based on the information received the root cause of the event was likely due to the progression of the patient's underlying valvular disease pathology with svd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 21mm aortic valve was explanted after an implant duration of six years, four months, due to severe symptomatic aortic stenosis, patient prosthesis mismatch, worsening gradients, completely frozen right coronary leaflet, mature thrombus of leaflet, and degeneration. The explanted device was replaced with a 23mm aortic valve. There was a well-seated and well-functioning bioprosthetic aortic valve with no leak. There was a mean gradient of approximately 5 mmhg. The patient was transferred to the cardiac surgical intensive care unit in stable condition. Patient was discharged on post operative day seven to inpatient rehab.